Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have "fiber connection message occur on screen at 779 joules and would not go away. Tip was not on tissue and water was flowing. Foot pedal was not pressed at the time". The procedure may have been completed with an alternate procedure (turp). Patient outcome: "ok".

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-411b-(B)(4): the fiber does not show signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the connector appears in good condition; the fiber passed the conductivity test; no failure was found. Probable root cause: based on the results of the investigation, the product complaint could not be confirmed; there is no failure found with the returned product.